Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 02/08/2025. According to the patient, on 02/11/2025, the patient was feeling very unwell. When a fingerstick was taken the cgm was reading 175 mg/dl, and the blood glucose reading was 400 mg/dl. The patient went to the emergency room and received intravenous fluids and insulin injections. The patient was diagnosed with diabetic ketoacidosis and was at the hospital for a total of 3 days. At the time the patient was discharged the blood glucose reading was 180 mg/dl. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.